Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/19/2021. H.6. Investigation: bd received twenty-eight (28) samples for investigation. Twenty (20) of those samples were evaluated by functional draw testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint is unable to be confirmed for the indicated failure mode of underfill based on returned and retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the device experienced underfill or low draw of a tube with blood .this event occurred 2000 times. The following information was provided by the initial reporter. The customer stated: incorrect filling; during the withdrawal, the test tube only fills up to about 4 ml, instead of the expected 10 ml. The customer asks for a replacement of 1000 pieces at the rome detachment, 1000 pieces at the turin detachment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the device experienced underfill or low draw of a tube with blood .this event occurred 2000 times. The following information was provided by the initial reporter. The customer stated: incorrect filling; during the withdrawal, the test tube only fills up to about 4 ml, instead of the expected 10 ml. The customer asks for a replacement of 1000 pieces at the rome detachment, 1000 pieces at the turin detachment.